Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. During the visual examination, it was observed that the pink adapter and the catheter wedge were separated which is considered a catheter wedge backout. The reported defect was confirmed. This defect has been linked to the manufacturing process and CAPA#1461582 has been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.0in broke at the catheter during use. The following was reported by the initial reporter: "it was reported abnormal bleeding from the catheter at which time the nurse noticed that the hub was disconnected from the catheter verbatim: per customer's response on 02/22/2021. Dear all, we acknowledge receipt of this complaint as detailed above and thank you for bringing this matter to our attention. We would appreciate if you would respond to the questions below: was anyone hurt? No one was hurt. Thank you for the photo, please find attached a pre-paid fedex return label to return sample for evaluation. You indicated that you have a sample to return for evaluation, do you have an approved container to return the product safely? If yes, please use the attached shipping label. If not, bd can provide one for you. The sample that we have to return is in a biohazard bag. If you would like it in a biohazard box, we will need one of those sent in to us for the return of the defective supply. Please let us know. Yesterday 2-17-21 one of our nurses was starting an IV with a 20ga jelco (cat# 381433, lot# 0302177) after threading the cath and retracting she noticed abnormal bleeding from the catheter at which time she noticed that the hub was disconnected from the catheter. She was able to grab the end of the cath and remove it with the tip intact. I have included a picture to show you the product. I do have the supply in a bio-hazard bag for return for quality analysis if you need it. Please let me know what the next steps are for this matter. Thank you for your help with this."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.0in broke at the catheter during use. The following was reported by the initial reporter: "it was reported abnormal bleeding from the catheter at which time the nurse noticed that the hub was disconnected from the catheter verbatim: per customer's response on (B)(6) 2021. Dear all, we acknowledge receipt of this complaint as detailed above and thank you for bringing this matter to our attention. We would appreciate if you would respond to the questions below: was anyone hurt? No one was hurt thank you for the photo, please find attached a pre-paid fedex return label to return sample for evaluation you indicated that you have a sample to return for evaluation, do you have an approved container to return the product safely? If yes, please use the attached shipping label. If not, bd can provide one for you. The sample that we have to return is in a biohazard bag. If you would like it in a biohazard box, we will need one of those sent in to us for the return of the defective supply. Please let us know. Yesterday ()(6) 2021 one of our nurses was starting an IV with a 20ga jelco (cat# 381433, lot# 0302177) after threading the cath and retracting she noticed abnormal bleeding from the catheter at which time she noticed that the hub was disconnected from the catheter. She was able to grab the end of the cath and remove it with the tip intact. I have included a picture to show you the product. I do have the supply in a bio-hazard bag for return for quality analysis if you need it. Please let me know what the next steps are for this matter. Thank you for your help with this."